Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection revealed that the cuff had folds. The cuff passed the leakage test, and no fluid loss was identified. The pump was visually inspected, leak tested, and functionally tested. Visual inspection revealed that the pump tubing had a hole from fatigue below the adaptor junction, and the tubing showed wear consistent with fatigue. The pump failed the leakage test due to fluid loss from fatigue. Prior to functional testing, the pump tubing with the hole from fatigue was trimmed. Functional testing revealed that the pump failed the resistor flow rate test with no fluid output volume, which is below specification. The balloon was visually inspected. Visual inspection revealed that the balloon had folds in the shell and a hole consistent with sharp instrument damage. Due to the identified sharp instrument damage, the balloon was not leak tested or functionally tested. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the available test results and investigation, product analysis was able to confirm a leak in the pump tubing resulting from fatigue, which supports the reported mechanical issue and hole/perforation. The sharp instrument damage observed on the balloon is considered a secondary finding and was likely introduced during explant, and the cuff findings did not demonstrate leakage or functional impairment. Therefore, this investigation is assigned a most probable conclusion code of cause traced to component failure, as the pump tubing leak from fatigue was identified during functional testing and determined to be the most probable cause of the complaint.

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the cuff connecting tube. All components were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient visited the hospital because his artificial urinary sphincter (aus) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the cuff connecting tube. All components were explanted and replaced. There were no patient complications reported.